Manufacturer narrative:
D10 concomitant product: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot#32900282x); vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3k2495vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during myomectomy involving the dissector, there were activation issues, and the device stopped working. Error tones were heard, and red lights were observed on the generator. Despite changing the generator and battery, the issues persisted until a new dissector was used, which then functioned correctly. Additionally, post-operatively, a barbed suture broke, with the strand separating into two pieces after closing the first incision on the uterus during a myomectomy. An additional new suture was used without issue. No component fell into the patient¿s cavity. The patient was reported to be okay, getting better, and had no injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one suture and one needle was observed in image provided. The suture was observed to be broken and splitting. The loop end of the suture was detached and missing. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.